Event description:
It was reported by the customer the keypad on the insulin pump are unresponsive. Customer's blood glucose level at the time 145mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had no button response due to corroded keypad traces. The device had minor scratched display window and cracked reservoir tube lip.